Manufacturer narrative:
The stryker service technician evaluated the electronic device records and observed that the battery was switching and missing battery information. This indicates a poor connection between the battery and device which may have contributed to the loss of power. However, as the issue could not be duplicated, the root cause cannot be conclusively be determined. A customer quality engineer evaluated the device electronic records and verified the reported issue of unexpected loss of power. The reported issue of logged event codes was unable to be verified or duplicated, the root cause was unable to be determined. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down during intervention on a patient and that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.   A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down during intervention on a patient and that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.